Event description:
It was reported by the aci sales professional that a male pt underwent an uncomplicated coronary diagnostic procedure (date unk). Post procedure, the physician, trained to the mynx, used the mynx device for femoral artery closure and hemostasis was successfully achieved. Post mynx (exact time unk), the pt developed a pseudoaneurysm (psa). The pt was given thrombin injection which successfully treated the psa. There are no reports of further pt clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.